Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed damage of femoral marker/marker flakes off in the sheath assembly. Kinks were observed in the sheath assembly from femoral marker to the distal end. A kink/bent was observed in the imaging window assembly in the distal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the triple heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 03mar2016. It was reported that lost image occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified, mid left anterior descending (lad) artery. An opticross imaging catheter was used to view target lesion however, lost image occurred during pullback. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.